Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using the perclose proglide after a left heart procedure. Reportedly, the day after the sutures were deployed in the common femoral artery, the patient was bleeding in the target groin. It was discovered that the proglide needles had punctured the back artery wall and the suture had closed the artery. The patient was surgically treated and there was no adverse patient sequela. The physician was reported to be trained in the use of the proglide. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The return of the device may have assisted the investigation of the reported event. Without the device analysis, a conclusive cause for the reported suture stitching to the back wall could not be determined. The needle puncturing of the back artery wall and the sutures closing the artery (mislocated suture) may be due to a number of factors including, but not limited to, manufacturing, user technique and/or patient anatomical conditions. During manufacturing, final inspection is performed on all proglide devices and a sampling of finished devices is destructively tested to verify the functionality of the device. Failure to maintain adequate foot position against the inside of the anterior wall upon deployment may result in a mislocated suture/back wall stitch and cause occlusion. Patient anatomical conditions may also have contributed to the reported suture stitching the back wall. A review of the device lot history record and a query of the complaint handling database could not be performed as the lot number was not provided and the device was not return. Based on the review of the event information, a product quality deficiency was not noted.